Event description:
Reportedly, the display of the subject programmer intermittently does not work, making the programmer unusable.

Event description:
Reportedly, the display of the subject programmer intermittently does not work, making the programmer unusable.